Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient heard beeping tones and was brought in for device check. Daily measurements indicates that the left ventricular (lv) lead displayed high out-of-range pacing impedance measurement greater than 2000 ohms and was probably the cause of beeping tone. The cause of the oor pli was not determined. Additional information indicated that the lv lead was still pacing and sensing appropriately. The impedance became went down to 1931 ohms at the time of the clinic visit. No planned interventions. At this time the lead remains in service. No adverse patient effects were reported.